Event description:
It was reported that there was inaccurate oxygen concentration on the ventilator. There was no patient harm. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
According to the information provided by the technician, ventilator generated alarm indicating o2 concentration being too low. The issue was not reproduced during on-site visit. Device passed all performance and safety tests according to factory specification. The device was delivered to the user in working condition. The device's logs were not provided for further analysis. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. There are two main reasons for this alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). Even thought the source of the alarm activation is unknown, the investigation findings clearly confirm that there was no problem with the device.